Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible as the device was discarded during the surgery. The only data that was reported for this event was the following: the patient was an "active individual, rancher", was "non-compliant with weight restrictions long term", whereas the instructions for use says that: "warnings and cautions: the following situations threaten the success of the shoulder replacement implant: inability of the patient to follow the surgeon's recommendations and the physical therapy program. Postoperatively: the surgeon must inform patients: about the fact that their weight and level of activity can affect the life span of the prosthesis¿. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient was revised on (B)(6) 2021 due to instability post reverse total shoulder replacement (tornier threaded post baseplate, screws, glenosphere, tray and insert removed by the surgeon in durango co). Tornier flex ptc 6b long stem was reported well fixed by the surgeon, so retained in patient. The patient was compliant to mobilization instructions of the surgeon but not the long term weight restrictions. The surgeon did not want to provide the CT scans. The patient was pulling hoses 9 months post op and felt a "pop" that was presumably a dislocation he states, multiple self reported dislocations, none documented until late winter early of 2021. The surgeon wants to make sure it¿s clearly understood that he has no complaint against our products, just reporting as asked of a revision total shoulder. Reversed insert were implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient was revised on (B)(6) 2021 due to instability post reverse total shoulder replacement (tornier threaded post baseplate, screws, glenosphere, tray and insert removed by the surgeon in durango co). Tornier flex ptc 6b long stem was reported well fixed by the surgeon, so retained in patient. The patient was compliant to mobilization instructions of the surgeon but not the long term weight restrictions. The surgeon did not want to provide the CT scans. The patient was pulling hoses 9 months post op and felt a "pop" that was presumably a dislocation he states, multiple self reported dislocations, none documented until late winter early of 2021. The surgeon wants to make sure it¿s clearly understood that he has no complaint against our products, just reporting as asked of a revision total shoulder. Reversed insert were implanted.